Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please provide the procedure name and date. Unknown. Did the patient experience any adverse consequences due to this issue? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the surgery when opening the package, it was noted that the packaging contained black suture instead of violet. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot number qpmbbm, and no non-conformances related to the reported complaint condition were identified (B)(4). Date sent to the FDA: 4/12/2021. Corrected information: d3.